Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handle with a 60mm reload was used on the stomach. The device fired but stopped halfway, then the device made a chucking sound and could not be fired. The device also locked on tissue and was removed by pulling the black home button back. After many attempts and failed, the black home button was pulled back and a green reload was used. After firing was completed, some staples were found not formed properly. The handle was replaced and used a new 60mm reload with the same serial to complete the operation. The operation went smoothly afterwards and devices were loaded well. There was no patient injury.